Event description:
Hcp reported the patient was in the hospital in 2003 having a dye study performed for a suspected catheter fracture. There was no problem found with the catheter. The pump had been running at 5.5 mg/day and was erroneously programmed to 25mg/day. In july 2003 the patient was showing signs of overdose including nausea, vomiting, and weakness. The patient went to the emergency room and the pump was interrogated. The mistake was found and the pump was immediately reprogrammed. The patient is now reported as doing fine and has had no problems since.